Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in the cheek area with 2ml of skinvive¿ by juvéderm®. The patient was concomitantly treated with ¿sculptra.¿ the same day the patient experienced ¿pain/lumps and bumps/tenderness at injection sites.¿ also, eye and ear pain post injection and noticed blanching of gums.¿ the product was dissolved, but still feels pain and sees the injection pattern of lumps. An ultrasound was performed to view the product in tissues but no longer sees any. However, still has bumps and tenderness. Symptoms are ongoing.